Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, upon opening package the barrel of the syringe looked "burnt" and inside of the barrel cracked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative action was opened to investigate barrel cracked on this machine. CAPA exists for barrel cracked: # (B)(4).

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, upon opening package the barrel of the syringe looked "burnt" and inside of the barrel cracked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation: customer sample is received (1 piece) which was sent to the quality control laboratory for visual and functional evaluation. By performing an evaluation of the sample sent by the client it is observed that the body of the cylinder has damage, but this does not affect the functionality of the device. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect during the assembly, could present a mismatch of the assembly dials or during the transfer of the syringes, the syringes could have been jammed causing damage to the barrel, however the device remains functional.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, upon opening package the barrel of the syringe looked "burnt" and inside of the barrel cracked. There was no report of exposure, injury, or medical intervention.